Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate that the subject meter (one touch verio iq) read inaccurate compared to a laboratory device. The reporter was unable to give exact values. The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.